Event description:
It was reported "the peel-away sheath broke off inside the patient (has been removed). The patient is safe." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one kit, containing a 2-lumen catheter and two broken tabs from a peel-away sheath for analysis. Signs of use in the form of biological material were observed on the returned sheath tabs. Visual inspection revealed that both peel-away tabs were torn adjacent to the sheath body with a small portion of the sheath body still attached. Microscopic examination confirmed the damage. The sheath length, outer diameter, and inner diameter could not be accurately determined due to the condition of the returned sample. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm , vessel perforation, bleeding, or component damage". The report of broken peel-away sheath tabs was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath extrusion had separated adjacent to the tabs. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the peel-away sheath broke off inside the patient (has been removed). The patient is safe." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".